Event description:
Customer reportedly received discrepant results within 10 minutes on the mobile system. The first result was between the range of 20-50 mg/dl, and the second result was between the range of 160-250 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.